Event description:
Subsequent to the previously filed medwatch, additional information indicated that the device was used in the left common femoral artery. The arteriotomy was 6f. The sheath was upsized to an 18fr sheath. The physician was trained using the acrylic model and two sales representatives from the distributor were in the procedure helping the physician.

Manufacturer narrative:
(B)(4). Evaluation summary: failure to follow steps/instructions: per instructions for use: under precautions: use a single wall puncture technique. Do not puncture the posterior wall of the artery. The device was returned for evaluation. Because the suture containing the knot was not returned with the device, the reported posterior wall puncture that resulted in arterial occlusion could not be confirmed. Although not confirmed, the probable cause for the reported posterior wall puncture that resulted in no pedal pulse due to an arterial occlusion was determined to be incorrect deployment technique. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to the implant of thoracic endoprosthesis, the sutures of three proglide devices were placed in a femoral artery using the preclose technique. Reportedly, the contra-lateral puncture was normally closed using one proglide device, but after a 20 fr puncture closure, it was noted that the patient had no pedal pulse on the left side. An arteriography revealed the suture knot captured the posterior wall of the artery, resulting in an artery occlusion. A surgical cutdown was performed to reopen the puncture site. Hemostasis was achieved using a surgical suture following the procedure. Although, the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.